Event description:
Caller reported a cartridge alarm issue with their insulin pump, which had occurred twice previously. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. In response, technical support confirmed the problem, advised the caller to use an alternate insulin delivery method, and arranged to send a replacement pump. The caller was instructed on returning the faulty pump and understood the process for receiving and setting up the new pump.